Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 04-feb-2028, UDI#: (B)(4) the codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was attempted, however the balloon was unable to advance through the patient's tortuous left femoral access site. Subsequently, the right femoral artery was used as the access site for the delivery catheter system (dcs). Upon insertion of the non-medtronic guidewire, it was observed that the patient's blood pressure began to decline. Upon the initial deployment of the valve under controlled pacing, at the point of no recapture, there was no increase in the patient's blood pressure. On right anterior oblique view, under-expansion was observed. Recapture was performed, however the blood pressure did not improve. The system was removed from the patient, and percutaneous cardiopulmonary support (pcps) was initiated. Epinephrine was administered, and cardiac massage was performed. Transesophageal echocardiogram (tee) was performed confirming stable hemodynamics, the procedure was converted to general anesthesia, and access via the left femoral access site was achieved. It was noted that the non-medtronic sheath had some difficulty advancing. A pre-implant bav was performed twice with a non-medtronic 22 millimeter (mm) balloon, and a new valve was loaded into a new dcs and the system was inserted into the patient. Upon deployment of the second valve to the point of no recapture, it was observed via left anterior oblique view that the left side of the valve was shallow and deviated toward the commissure. Subsequently, recapture was performed. Upon the second deployment attempt, deployment was performed with the application of traction. The positioning was still somewhat shallow, however it was deemed acceptable and full deployment was performed. A post-implant bav was performed due to paravalvular leak (pvl) of unspecified severity. Following the bav, the pvl was observed to be mild. Per the physician, the patient's baseline condition and severe calcification contributed to the hemodynamic complication and valve expansion issue.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was attempted, however the balloon was unable to advance through the patient's tortuous left femoral access site. Subsequently, the right femoral artery was used as the access site for the delivery catheter system (dcs). Upon insertion of the non-medtronic guidewire, it was observed that the patient's blood pressure began to decline. Upon the initial deployment of the valve under controlled pacing, at the point of no recapture, there was no increase in the patient's blood pressure. On right anterior oblique view, under-expansion was observed. Recapture was performed, however the blood pressure did not improve. The system was removed from the patient, and percutaneous cardiopulmonary support (pcps) was initiated. Epinephrine was administered, and cardiac massage was performed. Transesophageal echocardiogram (tee) was performed confirming stable hemodynamics, the procedure was converted to general anesthesia, and access via the left femoral access site was achieved. It was noted that the non-medtronic sheath had some difficulty advancing. A pre-implant bav was performed twice with a non-medtronic 22 millimeter (mm) balloon, and a new valve was loaded into a new dcs and the system was inserted into the patient. Upon deployment of the second valve to the point of no recapture, it was observed via left anterior oblique view that the left side of the valve was shallow and deviated toward the commissure. Subsequently, recapture was performed. Upon the second deployment attempt, deployment was performed with the application of traction. The positioning was still somewhat shallow, however it was deemed acceptable and full deployment was performed. A post-implant bav was performed due to paravalvular leak (pvl) of unspecified severity. Following the bav, the pvl was observed to be mild. Per the physician, the patient's baseline condition and severe calcification contributed to the hemodynamic complication and valve expansion issue. Additional information was received that following the implant of the valve and prior to the post-implant bav, the severity of the pvl was moderate. Following the implant procedure, it was noted that the patient was bedridden, five days following the implant of the valve, pcps was discontinued; however, there was no significant change in the patient's condition and it was planned for the patient to be transferred to a different hospital.

Manufacturer narrative:
Updated data: b2. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.